Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to check for the audio recall on the insulin pump. It was noted that based on troubleshooting the device will need to be replaced. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.

Manufacturer narrative:
No unexpected reservoir icon anomalies, low reservoir alerts or insulin flow blocked alarms noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device received with high sleep current measurement due to moisture damage on electronic board stack. Device received with corroded force sensor assembly and moisture damage on motor assembly